Event description:
Plaintiff alleges that while wearing latex gloves she experienced hand sores, hives, wheezing, hand dermatitis, runny nose, edema of the eyes, pruritus, tightness of the chest and breathing difficulties.

Manufacturer narrative:
Date sent to FDA: 03/13/97 evaluation summary: there were two opened, locked 3065 devices with flashback returned for analysis. The catheter assemblies were not returned. A microscopic and visual evaluation were performed on both samples and there were no nonconformances noted. The locking mechanisms functioned as designed. The actual lot number was not available, therefore co could not review records. A previous investigation into the reported loose fit concerns with this product revealed that the products were within spec and met design criteria.